Event description:
It was reported that this device was beeping. Technical services (ts) reviewed and noted that beeping could be a sign of a replacement indicator or a fault and suggested interrogation to determine the cause of the beeping. No adverse patient effects were reported. The device remains implanted.